Manufacturer narrative:
Insulin pump passed the self test and displacement test. Hardware low level failures alarm confirmed in the insulin pump history due to software error. Insulin ump received with scratched case, pillowing keypad overlay, cracked retainer, cracked select button keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unexpected alarm during normal use. Blood glucose level at the time of the incident was unknown. The customer was advised that the insulin pump would be replaced. The product would be returned for analysis.